Event description:
Caller reported malfunction on pump, indicating no notable events occurred prior. There was nom reported adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting process. Customer was advised to call back if malfunction code reappears. No recurrence of malfunction code was noted, enabling customer to continue using pump.